Event description:
It was reported during an unk procedure that occurred within the last 10 days. The er320 misfired and the clips had to be removed. A second er320 was opened and also misfired and the clips had to be removed. There is no other info available and the rep will try to obtain additional info. 10/10/97. The rep reports he will have additional info on 10/13/97. 10/17/97 it was reported to the rep the procedure is thought to have occurred on 9-18-97. The surgeon extended or time by 15-20 minutes in order to remove the scissored clips. The used clips are being returned with the staplers. A third er320 was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
Device-a. Added addition info. Product complaint anaysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-yes; damaged jaws, ab-misaligned; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-yes; firing: form conform, ab-yes; jaws: form conform, ab-yes; jaws: hold clip, ab-yes; jaws: inside width at tips, a-.187 b-.182; lockout functional, ab-yes and number of clips fed and formed, a-9 b-11. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused reported incident. Both of returned instruments were fired and both fired and formed remaining clips as designed. It was noted that jaws on both of returned instruments were slightly misaligned. This damage may have occurred if jaws were fired over a hard object such as another clip. It could not be ascertained if this may have contributed to reported incident. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.